Event description:
It was reported to philips that while preparing the system for an emergency procedure, dsa (digital subtraction angiography) was not available. The system was rebooted without resolve. The procedure was changed to thrombolysis, which was successfully completed, and the patient was transferred to a higher-level hospital. An investigation into this complaint has been initiated by philips.